Event description:
The customer reported an uncontained clear fluid leak of approximately three (3) ml when the coulter hmx hematology analyzer with autoloader went into probe cleaning cycle. There were no reports of injuries, erroneous results, direct physical contact with the leak or change in patient treatment in connection with this event. The customer was wearing gloves when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found loose probe and misaligned rinse block (rb1). The fse adjusted the loose probe and realigned the rinse block. The fse then realized that the secondary (aspiration) paddle was maladjusted which caused the rinse cup to hit the secondary paddle and interfered with the rinse block travel. The fse adjusted the paddle and the leak was resolved. The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).